Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer stated that the insulin pump battery compartment had cracks and pieces coming off of the top and battery cap was scratched and display was scratched. The customer was assisted with troubleshooting. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was reported that the display was scratched up and they able to read the display. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, missing end cap sticker, detached end cap, cracked battery tube threads and broken battery cap. Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to verify compromised force sensor system alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to broken reservoir tube lip and detached end cap. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.